Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the iol was implanted and fixed being decentered in a patient's eye who originally had weak zonules. The ophthalmologist considers that zonular dialysis might have caused the event, and zonular dialysis could occur as the patient zinn¿s zonular was originally weak. The lens remains implanted. No further information is expected as the ophthalmologist considers that the event is not associated with the product.